Manufacturer narrative:
Exact date unknown, event occurred 7 years from the date the manufacturer became aware of the event.

Event description:
It was reported that patient was unable to charge the ipg and was now nonfunctional. The patient underwent an ipg replacement procedure. The explanted ipg was discarded.